Event description:
On 01/15/10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that between (B) (6) and (B) (6) of 2008, the patient was administered heparin as part of a home dialysis regimen. The patient used a heparin product provided by a competitor. Additionally, the patient was administered heparin while at a medical center, and experienced, among other symptoms, decreased blood pressure, abdominal pain, chest pain, headache, shortness of breath, throat swelling, and skin redness. Upon information and belief, on at least one occasion, the heparin administered to the patient was alleged to be contaminated heparin. Shortly thereafter, the patient began to experience adverse reactions consistent with the adverse reactions associated with contaminated heparin. The patient passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.